Event description:
A consumer implanted for post-surgical neuritis reported they became pain free so they stopped using the implantable neurostimulator (ins), and hadn't charged the recharger in 10 years. The consumer's pain returned a little over a month ago with the ins off, so they wanted to turn it back on. At this point the consumer realized their battery was dead and they were in potential overdischarge due to their time without charging, but they were unable to confirm this with the recharger, and were redirected to their healthcare provider (hcp). The consumer later reported the issue hadn't been resolved yet because they needed to see their hcp to have the ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.